Event description:
It was reported by the patient's legal representative that patient underwent a primary hip surgery on (B)(6) 2007. Subsequently, revision procedure was performed on (B)(6) 2013 due to potential damages as a consequence of the implant. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.